Manufacturer narrative:
Olympus had followed up with the user facility via telephone and in writing to gather additional info regarding the report, but has received limited info to date. Olympus was informed that the users did not attempt to use an emergency handle at the time of the reported event. The device referenced in this report has not been returned to olympus for evaluation, and the location of the device is not known. If the device is received at a later date, or if further significant additional info is obtained, this report will be supplemented. The cause of the user's experience could not conclusively be determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus received a medwatch report that read: "during ercp, the surgeon successfully placed the large gallstone in the basket for retrieval. However, due to the density of the stone, the surgeon was unable to break the stone. The basket did not break away and the surgeon was unable to get the basket and the stone through the bile duct. The basket, which is designed to break away and release in such cases did not. The procedure was converted to an open procedure and was successfully completed without further complication.